Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: opening, crease flat, wear abrasion, delamination. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination and puncture opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure, a puncture opening on anterior due to surgical damage like.

Event description:
Additionally, healthcare professional reported "valve leaking/hole in valve."